Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The service engineer concluded that a pressure transducer printed circuit board was defective and replaced it, which solved the problem. No device logs were received and the defective part could not be returned for investigation. No further issues have been reported. A defective pressure transducer may lead to high pressure. Alarms will be generated. The conclusion is that a pressure transducer was defective and was replaced. As no faulty part was returned for investigation, the root cause of the reported problem could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).